Event description:
As reported by the user facility: (B)(4), date of occurrence: (B)(6) 2013. Event: cord caught fire while plugged in, in pt room "on the electrical outlet side of the cable". No pt injury. MFR reference # 9610825-2013-00321.